Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was routinely transplanted. The cardiologist wanted the pump examined due to improper unloading of the left ventricle (lv) prior to the transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of improper unloading of the left ventricle (lv) prior to the transplant could not be confirmed as the pump was not returned for evaluation. A specific cause for the reported event could not be conclusively determined. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.